Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient claims the device read 220 while the fingerstick value read 443. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.